Manufacturer narrative:
Block h6: patient code e060109 is being used to capture the reportable event of tachycardia. Patient code e2321 is being used to capture the reportable event of hypotension. Patient code e060104 is being used to capture the reportable event of bradycardia. Patient code e0119 is being used to capture the reportable event of loss of consciousness. Patient code e011903 is being used to capture the reportable event of syncope/fainting. Patient code e0726 is being used to capture the reportable event of hypoxia.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on (B)(6) 2026, under local anesthesia. Following the placement procedure, the patient reported nausea, itching and dyspnea and experienced diaphoresis, tachycardia, hypotension, hypoxia, bradycardia and loss of consciousness. The patient experienced hemodynamic instability, evidenced by tachycardia with a heart rate of 137 beats per minute, severe hypotension with a blood pressure of 69/45 mmhg, and reduced oxygen saturation to 90%. The patient received chest compressions and he was resuscitated. After that, he was admitted to the hospital and was assessed for a potential myocardial infarction (mi). A mildly elevated level of troponin was detected, but a mi was ruled out. The patient was discharged the next day. In the physician's assessment, the event was attributed to a possible vasovagal response.